Event description:
Hamilton company was informed in december 2004 of an event that occurred in 2004, in which the hamilton microlab at +2 instrument reportedly mispipetted samples. No death or injury resulted from this event.